Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report medical intervention while using dexcom system on (B)(6) 2015. Patient reported that she was on a plane when her receiver reading dropped to 70mg/dl with a down arrow. Patient reported that she was in the airport elevator when her legs gave out and she fell to the floor. Patient reported that her husband did hear the receiver go off, but could not get to the receiver as it was in patient's pocket. Paramedics were called to the scene by airport personnel. When paramedics arrived, paramedics reported patient's blood glucose (bg) was 38mg/dl. Patient was given a candy bar and 3 sugar tabs. Paramedics stated that patient's bg was rising and under control at 68mg/dl. Patient was never admitted to the hospital. At the time of contact, patient reported current condition as "good". No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.